Manufacturer narrative:
The reported blood loss is attributed to termination of treatment without performing rinseback of the patient's blood. The user's guide addresses the potential for leaks with the following warning: "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury or death. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved." Investigation of the returned cartridge determined that the leak located at the waste fmp was most likely caused by the improper removal of the fmp from the welding fixture during manufacturing. All cartridges are 100% leak tested during manufacturing. There have been no similar reports from this lot of cartridges. This appears to be a random defect and will continue to be monitored as part of routine complaint process. There is no requirement to use a ups with the nxstage system one and device labeling instructs to only use devices approved for use with the nxstage system one. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a fluid leak was observed accompanied by a system alarm. The operator reported that fluid dripped onto an uninterrupted power supply (ups) that had been connected to and placed under the cycler, causing it to short out and smoke. In response, the operator emergently discontinued treatment without performing rinseback of the patient's blood, resulting in an estimated blood loss of 210cc. There were no further complications with the ups. No medical intervention was required.